Event description:
Have medtronics defibrillator. Dr. Had me come in after download. Said lead wire to left ventrical had fractured and would have to be shut off. Although one wire is 1 of the recalled wires, this was not that lead. Unit is only 1 year old. Dates of use: 2007 - 2008, in use. Diagnosis or reason for use: chf.